Manufacturer narrative:
Investigation: investigation result of manufacturing process the product concerned is manufactured as per the following flow by being conveyed in the automated equipment. (1) fill the sealed bags with solution (2) connect the sampling arm and the filter assembly (3) transfer the bag sets on the sterilization tray and conduct autoclave sterilization (4) after sterilization, coil the tubing and put a bag set in a blister tray by the operator (5) pack the blister by sealing the top film with heat in making the leukocyte reduction filter, the filter media are punched, stacked, and put in the hard housing. The filter media of the product concerned consist of a rough pore pre-membrane (the first filter membrane) and minute pore main-membranes (the second through eighth filter membranes). The specifications of the particulate removal rate have been set and controlled for each filter medium, and only the filter media that have conformed to the specifications are used in the assembling process. Factors to be controlled for filter media particulate removal rate the pores of the filter media are likely to be minute where the particulate removal rate is high. In other words, the pores tend to rough where the rate is low. If the pore is relatively rough, it may cause an elevated residual wbc count (leukoreduction failure). We reviewed each manufacturing record of the lot number in question and there were no equipment trouble or deviation relating to the issue. We confirmed that the particulate removal rates conformed to the specifications. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on a sample basis. We reviewed each testing and inspection record of the lot number in question and there were no abnormalities in all test items. The products conformed to our in-house specifications. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the collection set for evaluation.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.3, h.6 and h.11. Investigation: investigation result of manufacturing process the product concerned is manufactured as per the following flow by being conveyed in the automated equipment. (1) fill the sealed bags with solution (2) connect the sampling arm and the filter assembly (3) transfer the bag sets on the sterilization tray and conduct autoclave sterilization (4) after sterilization, coil the tubing and put a bag set in a blister tray by the operator (5) pack the blister by sealing the top film with heat in making the leukocyte reduction filter, the filter media are punched, stacked, and put in the hard housing. The filter media of the product concerned consist of a rough pore pre-membrane (the first filter membrane) and minute pore main-membranes (the second through eighth filter membranes). The specifications of the particulate removal rate have been set and controlled for each filter medium, and only the filter media that have conformed to the specifications are used in the assembling process. Factors to be controlled for filter media particulate removal rate the pores of the filter media are likely to be minute where the particulate removal rate is high. In other words, the pores tend to rough where the rate is low. If the pore is relatively rough, it may cause an elevated residual wbc count (leukoreduction failure). We reviewed each manufacturing record of the lot number in question and there were no equipment trouble or deviation relating to the issue. We confirmed that the particulate removal rates conformed to the specifications. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on a sample basis. We reviewed each testing and inspection record of the lot number in question and there were no abnormalities in all test items. The products conformed to our in-house specifications. We received the leukocyte reduction filter in question ((B)(6)) and conducted the following investigation. Investigation result of returned set the residual blood in the filter was filtered through a sieve (mesh size: 90 m). No blood aggregates were observed. We injected normal saline into the filter and measured the flow rate. It was a slow flow at a rate of 2.5 ml/min. We disassembled the filter to confirm the condition of the filter media (membranes). We confirmed that the number and the front and back of filter media were normally incorporated. We confirmed that no blood aggregates attached to the filter media. We dyed the filter media with toluidine blue for observation. We noticed that the second filter medium from the inflow side of the filter was dyed dark. Root cause: in the investigation stated above, the flow rate of normal saline was slow, and the second filter medium from the inflow side of the filter was dyed dark. We therefore speculated the possibility that occlusion had occurred due to the aggregation of white blood cells or platelets, or due to highly viscous blood. When occlusion occurs in the filter, blood is filtered by the filter area which is smaller than usual, and the linear speed (flow rate per unit area) increases and consequently leukocyte leakage may occur. For the lot number in question, we did not observe any abnormalities in the manufacturing record or the testing and inspection record; therefore, we were not able to identify the specific cause of the occurrence of the issue. It would be appreciated if you could consider the following items to reduce the risk of occlusion due to blood component aggregation. 1) invert the collection bag several times after blood collection to reduce the risk of forming blood aggregation, 2) evenly disperse the separated blood components before the start of filtration to reduce the risk of having less blood flow.